Event description:
It was reported that there were morphology and sensing changes in the electrogram of an implantable pulse generator. The output on the right atrial (ra) lead was noted to be high. The ra lead also exhibited high thresholds. On (B)(6) 2025, the patient experienced a syncopal episode and went to the emergency room. It was observed that the ra lead pacing was sensed on the right ventricular (rv) lead, causing false determination of ventricular tachycardia episodes. The clinic planned to call the patient in for a lead evaluation and possible change out. The ra lead and the rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1dr01 ipg implanted on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.